Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank display screen issue after exposure to moisture. The reporter also alleged condensation behind the lcd screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/27/2013: the device was returned to animas and evaluated by product analysis on 08/2/2013 with the following results: moisture can be seen from behind the display lens. Performed a leak test and found a battery compartment leak as well as a battery compartment crack. Opened the pump case and found moisture throughout the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has requested return of the subject product(s) for evaluation. If the product(s) are returned, animas will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.